Event description:
It was reported that this implantable defibrillation lead exhibited shock impedance measurements greater than 200 ohms. The lead was explanted and replaced with another manufacturers lead. No additional adverse patient effects were reported. The available information suggests this lead is not available for return. This report will be updated should additional information become available or if the lead is later returned and analysis is completed.